Manufacturer narrative:
(B)(6). Lot 17k014 was manufactured october 9, 2017 - october 10, 2017. One actual folfusor unit was received and evaluation is complete. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination did not indicate any signs of abnormality that may have caused the rupture problem. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred while the folfusor was being filled with approximately 80ml of saline and fluorouracil solution, with about 30ml left to be added when the bladder ruptured. This event occurred prior to use. There was no patient involvement. No additional information is available.